Event description:
On 2024-jul-23: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they have lost a whole bunch of weight and now their implant battery has shifted. Agent directed the pt to reach out to their managing healthcare provider (hcp). 2024-sep-06: additional information was received from the patient. They reported that after they lost weight the pocket that held their implantable neurostimulator (ins) got too big and their ins started to flip. Patient is waiting until they lose more weight before moving their ins into another pocket with surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.